Manufacturer narrative:
(B)(4). Batch # m54v3n. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, were the cracking noises the normal cracking of the washer being cut during firing, or was this an unexpected noise? Was the safety reset prior to removal? When the device could not be opened correctly, was the issue with the adjusting knob not turning? When the device could not be opened correctly, was it difficult or would not extract from the patient? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How was the device removed from the patient?

Event description:
It was reported that during a low anterior resection procedure, during firing, cracking noises (other as normal), and anastomosis was ok, but the instrument could not be opened correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.